Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description:artisan surgical lead, 50cm.

Event description:
A report was received that the patient had a possible infection. It was noted that there was excessive drainage. The physician performed wound washout. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection. It was noted that there was excessive drainage. The physician performed wound washout. The patient underwent a revision procedure. The patient was doing well postoperatively.